Event description:
Their facility is having a problem with discrepant results between meter and lab. Meter/lab comparison results given as examples were: 5.5 (meter)/3.2 (lab(; 4.8 (meter)/ 3.6 (lab); 3.9 (meter) 2.2 (lab); and 6.1 (meter) /3.6 (lab). In some cases, the pt's coumadin dose was held, but htis would have been done based on lab value as well.